Event description:
A hospital in (B)(6) reported via a distributor that the inspiratory tube of an rt206 adult breathing circuit did not warm up when the hospital staff started to use it. This event occurred before pt use. No pt consequence was reported.

Manufacturer narrative:
(B)(4). This is a malfunction that has been reported to fisher & paykel healthcare by a hospital in (B)(6). The product is not sold in the USA but it is similar to a product which is sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. The rt206 adult inspiratory heated breathing circuit is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon receipt of the device and completion of our investigation.